Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. The bg reading was 46 mg /dl and the cgm reading was between 66 to 70 mg/dl. The patient was sweating, soaking wet and felt hanger. The patient self-treated with liquid honey, then they decided to call 911. The paramedics treated the patient with glucagon shots and administered IV medication. The patient was taken to the hospital and there they took a urine sample and no treatment was administered. The patient was discharged after an hour. At the time of the report the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.